Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The patient's ipg was replaced to maintain effective therapy. Based on the information received, the cause of the reported incident is consistent with user error. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h7 - correction (other redial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had knee surgery and the patient was unsure if the ipg was placed into surgery mode prior to the replacement. Troubleshooting was attempted by manufacturer representatives to no avail. Surgical intervention may take place at a later date.